Manufacturer narrative:
Initial and final MDR (B)(4) MDR device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where six infusion sets fell off on 24-may-2024 and 17-jun-2024 during use. Infusion sets were used for 1.5 days. Patient replaced infusion set and resumed insulin successfully. No further information was available.